Event description:
Patient presented to the physician with wound dehiscence at the chest incision site and fluid discharge. Physician prescribed antibiotics. Physician brought the patient into the or five days later, and upon surgical exploration of the ipg pocket, a hematoma was observed. Physician suspected that the hematoma had caused the incision to reopen. Physician evacuated the hematoma, achieved hemostasis with cautery, and closed the incision.